Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to high thresholds, helix issues and suspected lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a twenty-degree angle between the helix housing and electrode ring. Resistance testing was then performed on the lead, verifying the electrical performance. Analysis refuted the allegation of lead fracture and instead confirmed the bent lead tip.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.